Event description:
During follow-up, low sensing and increased capture threshold due to dislodgement of the right ventricular (rv) lead was observed. The helix was also observed to not be fully extended. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgment, r-wave amp variation, unacceptable threshold, and helix mechanism issue. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil inside the connector region was overtorqued consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to helix being clogged with blood/tissue and overtorque of the inner coil. The reported events of r-wave amp variation and unacceptable threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.